Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04 -feb-2019 with the following findings: during investigation, there were no occlusion alarms observed in the black box or alarm history. There was no data in the pump histories from time of reported occlusions due to continued use. The rewind, load cartridge, and prime steps were performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. No occlusions occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.